Event description:
It was reported that the ventilator set itself to standby from a ventilation mode and thereby caused the pt to be without ventilation for several minutes. (B)(4).

Manufacturer narrative:
(B)(4).